Manufacturer narrative:
One patient, two product malfunctions. (B)(6) and (B)(6) both represent the same patient. This is the second malfunction report for the related complaints. First product reported under manufacturing report number 3012307300-2023-02001. Date of event, lot number, UDI section, expiration date, device manufacture date are unknown. No information has been provided to date. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a custom pediatric tracheostomy tube with a cap was not holding pressure. The cuff gradually deflates after one hour. The customer puts a cap on the cuff to stop it. Patient is using two (2) tubes interchangeably, but cuff is leaking. The customer is unable to send them back until replacement devices for the patient to use are received. No injury reported.

Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. Although no lot number was provided, there have only been two lots ordered by this customer, prior to the complaint date: gb001267 and gb003261. There were no non-conformance reports issued for either lot.